Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/27/2025, a facility representative reported via (B)(4) that an 0837-000 impactor pad connection portion of the strike plate broke in the connection portion of the 1255-300 suprapatellar insertion guide. A case was involved, and no patient was affected.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. Upon visual inspection, it was noted that inside the hole of the insertion guide, the threaded broken tip of the impactor pad returned. Functional testing was not performed due to the device's damage. The most likely cause of the reported failure is user-applied excessive mechanical forces striking against the impactor's square pad surface, misaligned insertion, and/or prying/leveraging the device during insertion.